Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 164 mg/dl, lo (less than 10 mg/dl) and 137 mg/dl when all tests were performed within 10 minutes on the active s system. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.